Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. No unexpected battery alarms noted. The device passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Device received with cracked case at display window corners. Device received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated that down arrow button was unresponsive. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was not able to resolve the issue. Customer also reported having battery alarms however were not specified. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.